Event description:
Patient reported: chronic dislocation. Medical records were requested and received. The revision operative report indicated the patient was revised to address instability. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.